Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa, but did not meet release criteria. The closure device was fully recaptured and at this time it was noted that the patient had a pericardial effusion. The patients heart rate started to change and the patient became hemodynamically unstable. The physician then used a 27mm watchman laa closure device. They deployed the closure device, but the patient was becoming increasingly unstable. They tried to perform a pericardial tap, but they were having a hard time getting access to the effusion. The patient went in to ventricular tachycardia, was shocked multiple times and then they coded. The patient did not recover from the code and passed away. They opened up the patient's chest and saw that the effusion originated from the right side. The right atrial appendage had a hole so they were not sure when the effusion actually occurred. They suspected it happened during the trans-septal puncture since that was difficult, but it was not noticed until the full recapture of the 24mm closure device.